Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a patient notifier from their implantable cardioverter defibrillator. Upon interrogation, it was noted that the notifier was for a long charge time. Manual capacitor maintenance was performed which resulted in a charge time-out. On (B)(6) 2018, the device was explanted and replaced. No further information was reported.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. Long charge times were not reproduced on the bench. The cause of the long charge time seen in the field remains undetermined.